Manufacturer narrative:
(B)(4). D9: device returned to MFR - additional information/correction d9: date device returned - additional information/correction h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information/correction h3: evaluation included - additional information/correction h6: additional information/correction.

Event description:
Correction to multiple fields.

Event description:
It was reported that no readings occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed due to no pairing code. Data log analysis was performed and failed. The allegation was confirmed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.